Event description:
Adverse event(s): "no impact or outcome concerns" (no consequences or impact to pt). Product problem(s): "plume evacuator would not turn off" (power conditioning issue). An ophthalmic tech reports the vacuum pump for the plume evacuator would not turn off. The event only involved one pt and during the procedure, the vacuum for the plume evacuator was shut off and turned on manually using the effluent system power switch. This was done to avoid having the vacuum on during flap manipulation and was turned on just as the surgeon was ready to ablate the eye, then turned off right after completion. The tech stated the surgeon does not have any impact or outcome concerns regarding this case as the pt is doing well, as expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).